Event description:
It was reported that the red female luer broke at the base. The catheter was removed and replaced with no reported ill effects to the pt.

Manufacturer narrative:
Record review. Rec'd catheter with the red female luer broken off at the base, where the stem is bonded to the extension tubing. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which contributed to this event, however there is no evidence of a manufacturing problem.